Manufacturer narrative:
The product investigation was completed. Device evaluation details: the carto vizigo sheath product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter and star section neither silicon ring. No damages were observed in the returned vessel dilator. A device history record evaluation was performed for the finished device number 60000518, and no internal actions related to the complaint were found during the review. The hemostatic valve issue reported by the customer was confirmed. The potential cause of the separation of the hemostatic valve and stress marks could be related to the incorrect insertion of the dilator into the sheath and excessive force to manipulate the device; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and the hemostatic valve was broken/cracked. The issue was identified when the packaging was opened. The device was never used on the patient. No damages or dislodgments were noted on the brim cap or hub. The sheath was replaced and the procedure continued. No patient consequences were reported.